Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The cartridge expired in (B)(4) 2012, and the product had been used over the recommended shelf-life; therefore, no technical investigation will be done.

Event description:
Pt reported the cartridges leaked insulin inside the infusion device and a vacuum formed inside the cartridges during the filling process. When he experienced elevated blood glucose, he inspected the cartridge to see if it was leaking. If it was leaking, he changed the cartridge. Pt reported this did not interfere with his therapy. The cartridges were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.